Event description:
Additional information provided indicated that the pump was alarming due to tubing issues because they put the drug on the gastric tubing, indicating the intestinal tubing was occluded, missing, or blocked.

Event description:
Information was received indicating that a smiths medical cadd-legacy 1400 pump was "acting strange." No additional information was provided to specify the reported issue. No adverse effects were reported.